Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's wake button stopped working. The customer was able to access the pump features when plugged into a power source. Blood glucose (bg) was 217 and at the time of the report was "high". The customer declined to provide further information regarding the high bg. Insulin injections were to be used for insulin therapy.